Event description:
It was reported that during testing at the user facility, the tps unidirectional footswitch was causing the handpiece to run without user activation after the trigger was released. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device will not be returned; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. The user facility does not know which foot pedal was used in this event as they have more than one, so they will not be returning the device for evaluation.